Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was only markers and no recorded electrogram (egm) on the ventricular high rate (vhr) episode. It was further reported that there appeared to be corrupted data in the recorded episode. The device remains in use. No patient complications have been reported as a result of this event.